Event description:
It was reported that bd ultra fine¿ pen needles would not allow insulin to flow during injection. The following information was provided by the initial reporter: material no: 320109 batch no: 8269992. It was reported no insulin flow during injection. Verbatim: consumer reported no insulin flow during injection. Used a second pen needle and it finished his dosage.

Manufacturer narrative:
H.6. Investigation: customer returned (1) 31g x 8mm bd pen needle without a tear drop label attached (used). Consumer reported no insulin flow during injection. The returned sample was examined and exhibited a good patient end and good non-patient end cannula; no manufacturing defects were observed. The sample was then tested for flow using a test pen injector: the sample passed, therefore the alleged defect could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles would not allow insulin to flow during injection. The following information was provided by the initial reporter: material no: 320109, batch no: 8269992. It was reported no insulin flow during injection. Verbatim: consumer reported no insulin flow during injection. Used a second pen needle and it finished his dosage.